Event description:
At the end of the year 2020 I started using philips CPAP. I felt increased mouth dryness that followed by swelling and hematoma like on my upper palate. I also started experiencing intermittent nausea. I addressed it to my pulmonologist. Mask and the settings of the CPAP were adjusted. The mouth dryness continued, it was waking me up at night, so I had to constantly take sips of water. My physician couldn't understand the nature of the nausea as well. I was bringing it up on every appointment with pulmonologist and brannons rentals respiratory therapist. Every time I was told how important to continue using CPAP, so I continued until it became unbearable. On (B)(6) I started experiencing burning sensation from my throat to the chest, back of the throat looked like a raw meat. I developed voice hoarseness that still has not gone completely away. On (B)(6) my pulmonologist finally suggested to stop using the CPAP. I continued having burning sensation and dry cough, and two weeks later I had a terrible yeast infection in my mouth that ebbed up going to emergency department. Even though the philips CPAP's were recalled back in (B)(6), only on (B)(6) I was officially notified by (B)(6) respiratory equipment company about philips recall of the CPAP that I was using. As of today I still have voice hoarseness, intermittent dry cough, and discomfort in the lower respiratory tract. FDA safety report ID# (B)(4).